Event description:
It was reported that the patient had to increase stimulation in order to feel it, after a chiropractor "popped her back with a needle instrument". The patient still felt stimulation in the same area as prior to her chiropractic appointment, but she lost relief for her intercytitis. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3093-28, lot# v179209, implanted: (B)(6) 2009, explanted: na.